Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 30 units. Reportedly, the cartridge was filled with 180 units of insulin. Blood glucose level was 105 mg/dl. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.